Manufacturer narrative:
An outside united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously depressed sodium (na) patient result obtained on 1 (one) patient sample on a dimension® exl¿ 200 integrated chemistry system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the available instrument data files. Quality control (qc) recovered within the customer's acceptable ranges. No reagent or instrument issues were identified. The cause of the event is unknown. The customer is operational. The device is performing within specifications. A potential product issue was not identified. No further evaluation is required.

Event description:
The customer reported one (1) erroneously depressed sodium (na) patient sample result with a quiklyte integrated multisensor (imt) on a dimension® exl¿ 200 integrated chemistry system. The erroneously depressed sodium (na) result was reported to the physician(s) and questioned. The same sample was reprocessed on an alternate dimension® exl¿ 200 integrated chemistry system. A higher result was obtained, considered correct, and reported as an amended result to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed sodium (na) result.